Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the subject meter allegedly powering off during use was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.